Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. The customer's device was not returned to stryker. The device's electronic records were downloaded for the review. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted stryker to report that shock button on their device was unresponsive during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A customer quality engineer reviewed electronic patient records and confirmed that the qrs sense markers appear to be in an acceptable location even though they slightly move around on the qrs wave. Furthermore, the device does not know whether the placement of the markers is correct. As long as the markers show up on the ECG waveform, a shock can be delivered in sync mode. While the reported issue of the shock button not responding was unable to be verified, if the user does not press and hold down the shock button, the device will not deliver a shock. The button needs to be held down for a few seconds for a successful shock to be delivered. The reported issue can likely be isolated to use error.

Event description:
A customer contacted stryker to report that shock button on their device was unresponsive during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.